Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient (pt) fell 8-9 months ago and did not tell anyone, did not get any imaging of the system done at that time. Caller stated that they saw the patient this morning and one of the leads on the lead connectivity and impedance test is completely red. Caller said that they did an x-ray and the lead migrated barely an inch and the lead still looked completely connected to the battery and they don't see any fractures. Caller noted pt seeing the oor message on the controller after the fall. The caller programmed the pt today with viable contacts and was able to avoid the oor message the pt has been seeing since the issue started. Caller asked if the patient can still have an MRI. Agent reviewed information. Caller and agent reviewed how to interpret the impedance page (green, orange, red indicators), MRI considerations, potential for revision of the lead. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.